Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ¿yes¿ confirmation button on an ilet pump was unresponsive during the tubing fill step, and a replacement pump was provided. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical treatment. Investigation included troubleshooting support and arrangements for device return. Investigation of this case revealed a suspected user interface or touchscreen responsiveness issue on the pump; the device will be returned with a prior unit for further assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.